Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she had a blank screen on the insulin pump. Customer received a blank display after attempting to replace the battery 5 times due to a motor error alarm. Customer's blood glucose was 200 mg/dl. Customer stated that she found 3 cracks on the pump that were visible. Customer stated that the pump was exposed to sweat because she was walking for about 40 minutes with the pump attached to her bra strap. Customer performed and completed the self test. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with a blank display due to corroded battery cap contacts. The pump was tested with a new battery cap and no blank display was noted. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, and cracked battery tube threads. The pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarms or battery out limit alarms noted. The motor was tested outside the device and passed. No moisture damage was noted on the motor assembly or electronic assembly.